Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right femoral artery. The >80% stenosed target lesion was located in the mid left anterior descending (lad) artery across the diagonal. A 6 fr non-bsc guide catheter engaged the left main (lm). Two non-bsc guide wires were advanced to the diagonal. Pre dilation was performed with a 2x9mm unspecified balloon catheter at 12 atmospheres for 15 seconds. A 2.75x16mm promus element plus stent was selected and deployed at 14 atmospheres for 30 seconds. A 3x8mm and a 3x12mm nc balloon catheters were used to post dilate the deployed stent in high pressure at 14 and 18 atmospheres for 20 seconds. Subsequently, the physician suspected stent fracture. An nc balloon catheter was used to treat the fractured stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).